Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a hardware error. Blood glucose level at the time of the incident was 16 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Format history file analysis confirmed pump error due to poor solder joints at ambient light sensor on keypad assembly. No unexpected pump error noted during battery insertion. Unit received with cracked keypad overlay at select button, cracked retainer, cracked battery tube threads, minor scratched display window, cracked case at battery tube side, fading serial number label and keypad overlay texture damage. The insulin pump involved in this event is the (B)(4). Insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.